Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The doctor reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 230 mg/dl at the time of incident. The doctor stated that the customer was nauseous. The customer's blood glucose was 137 mg/dl at the time of call. The customer's blood glucose was 1112 mg/dl at the time of hospitalization. The doctor stated that the emergency medical services gave treatment for the high blood glucose. The customer was wearing the insulin pump during hospitalization. The insulin pump will not be returned for analysis.